Event description:
On (B)(6) 2012, the reporter contacted animas alleging that all keypad buttons became unresponsive after she had been swimming with the pump. The patient denied that any water had gotten into the pump. The patient stated she changed the battery in an attempt to resolve the issue, without success. The patient reportedly wears the pump underneath clothing and does not clean the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): there was no damage found to the keypad. The down, up, ok and contrast buttons responded appropriately. The audio bolus button was found to be intact and unresponsive. The white plastic slug under the button cover was missing. There was no contamination under the buttons.